Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive for the last two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was found to be intact with no damage. The up, down and ok keys were intermittently responding to user input and required excessive force to activate. The contrast key was responsive to user presses. Contamination was found under the up, ok, and down key contacts. Unrelated to the initial complaint, the display screen was discolored with a pinkish contrast. The display screen was replaced and the test screen was fully illuminated with no visible signs of discoloration.